Event description:
It was reported that at the patient¿s follow-up visit the lead had increased thresholds. A lead revision was scheduled and during that revision procedure the lead was repositioned but had high impedances. The lead was then removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.